Event description:
Per spouse, the defibrillator was put in the same time the pt had an infection so they had to put a valve in. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)